Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up after experiencing pocket stimulation. Upon device interrogation, the left ventricular lead exhibited failure to capture. X-ray performed indicated that the lead had dislodged. The device was reprogrammed to pace only in the right ventricle. The patient was stable post event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lv lead was explanted and replaced on june 27, 2019. During the procedure, it was noted that the tip of the lv lead was found to be in the pocket. It was also noted that the competitor atrial lead was pulled tight, and the physician decided to insert a stylet to provide more slack for the ra lead. The rv lead was in a good position and not pulled. The leads did not appear to be twisted, and the physician was unable to confirm if the leads were dislodged due to twiddles syndrome.

Manufacturer narrative:
The reported event of no capture was not confirmed. Analysis was normal. No anomalies were found.